Event description:
It was reported following successful hepatic-portal vein stent placement via a transjugular approach, the tip of the guidewire detached in the pt near the portal vein. Another guidewire was used to successfully retrieve the guidewire tip. This device was used to successfully place the stent and complete the procedure. The pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplemental medwatch will be filed under the appropriate sequence number. Co's follow-up indicated this wire was used through an entry needle and may have been caught on the tip of the entry needle. This factor may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy.